Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The procedure was performed by ipsilateral approached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. After a guidewire was passed through, a 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.